Manufacturer narrative:
Model: 1688tc-46, competitor lead; implanted: (b(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for out of range / high rv defibrillation coil impedance. Additionally it was noted that the rv coil impedance has been fluctuating and it was thought the patients medications may be affecting the impedance measurements. The alert threshold was adjusted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.